Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. It was noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was missing, both bails were bent, the ring was missing and the keyboard was scratched.

Event description:
It was reported the atrial refractory times of the epg (external pulse generator) were out of calibration. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.